Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a possible stroke. Therefore, the patient went to the emergency room and was admitted to the intensive care unit (ICU). Imaging was ordered however, no further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date.